Event description:
The surgeon attempted to implant a lens but it broke upon insertion. The lens was inserted and removed in the same surgery for another lens. The surgeon stated there was no patient injury. No further info has been forthcoming.